Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, b6, b7, d5, d10, e1 (initial reporter, event site email), e2, e3, e4, g2, a getinge field service engineer (fse) evaluated the unit and replaced the ac cord (0012-00-1688-21) and performed test. Unit calibrated and passed all functional and safety tests per factory specifications.

Event description:
It was reported that the issue was discovered as part of the preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a broken ac cord insulation jacket. There was no patient involved.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had broken ac cord insulation jacket. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.